Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal portion of the lead was returned and analyzed with no anomalies found. Concomitant product : 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular lead was fractured and had high impedance. The lead was capped - but a portion was returned - and replaced. It was also noted that the implanting physician had placed the sutures into the lead rather than the suture sleeve. No patient complications have been reported as a result of this event.